Manufacturer narrative:
Results of investigation: the event trace log was reviewed with a total record of (B)(4) observations ranging from (B)(6) 2016 to (B)(6) 2018. A review of the event trace log revealed one ¿ln vent1¿ alarm condition. The ¿ln vent1¿ condition is preceded by a ¿wdog test¿ condition and is considered to be unrelated to the reported event. All other event trace entries were consistent with normal ventilator operation. The event trace log did not contain any entries for (B)(6) 2017 as it was not in use on (B)(6) 2017.

Event description:
It was reported to vyaire medical that the ventilator was in use on the patient at the patient¿s home, and the care taker fell asleep. The ventilator was alarming because the patient had decannulated himself. There was no allegation of a problem associated with the ventilator and there was no permanent patient harm, but the customer would like to have the ventilator checked out.